Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that the patient underwent a mesh revision on (B)(4) 2018 and mesh was implanted due to history of infected mesh and recurrent ventral hernia. It was also reported that the patient experienced infection, and recurrent hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4). Patient codes: (B)(4). It was reported that the patient underwent mesh removal surgery on (B)(4) 2018 due to adhesions and unincorporated mesh. It was also reported that the patient experienced abdominal pain, digestive problems, scar tissue, bulging and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.